Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump does not alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that his pump is not giving (his) no delivery alarms. They checked the history and the nurse checked his sets and they are not the sets. The customer was advised that if the issue happens again then they will need to troubleshoot because it will then see that its not the pump and its something else. The insulin pump will be returned for analysis.